Event description:
It was reported that the symptomatic patient presented in clinic after receiving a notifier alert due to backup vvi mode. After a successfully device download, normal function resumed.